Event description:
It was reported that cgm displayed error 42 during use with sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to perform pump reset, completed reset with support guidance, did not experience cgm error again, and successfully started new sensor session.